Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer took out the battery and put a new energizer but had the same problem. Customer stated that the buttons did not work properly.

Manufacturer narrative:
The insulin pump was received unable to perform displacement test due to detached end cap also, moisture damage was found on the keypad traces. However, all of the buttons are functioning properly and no button error alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, scratched reservoir tube window, stained address serial number label and cracked reservoir tube lip. The insulin pump was missing the end cap sticker.